Event description:
The patient reported she is experiencing ineffective and over stimulation. The sjm representative met with the patient and reprogramming was unsuccessful. The patient was advised to turn her stimulation off. Follow-up indicates patient states with stimulation off, she realizes her pain has not been addressed by the stimulation. The patient stated she wishes to keep the stimulation turned off for now.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.